Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that quality controls for astl aspartate aminotransferase (ast) on the cobas integra 400 plus (i400+) had been running low for a few months. The customer discovered that she had entered the wrong calibrator set points into the i400+ software. She corrected the set points, but controls for ast, along with the controls for altl alanine aminotransferase (alt) and alp2 alp ifcc gen.2 (alp) were on the low side of the mean. The customer changed the probes and lamp, then re-calibrated. Controls were tested and were within range. Since the customer recently had a warning for their control statistics, the customer pulled 5 samples that were initially tested for ast and alt on the i400+ analyzer and repeated them on an abbott piccolo analyzer. The customer also sent these samples to another laboratory for repeat testing on a cobas 6000 c (501) module - c501. Of the five samples, one had an erroneous ast result that was reported outside of the laboratory. The sample initially resulted with an ast value of 16.7 u/l. When repeated on the piccolo analyzer, it resulted as 25 u/l. When repeated on the c501 analyzer on (B)(6) 2018, the sample resulted as 25.8 u/l. The result from the c501 analyzer was believed to be correct. The patient was not adversely affected. The ast reagent lot number was 27524501, with an expiration date of 30-nov-2018. The field service engineer believed the issue was possibly related to the calibration parameter change. He checked all voltages on the analyzer heating fans and these were okay. He ran a measurement test, a workstation accuracy test, and an instrument check test; these came out okay. He ran precision studies and results were within specifications. The customer ran calibration and controls. Controls were within acceptable limits. Upon review of calibration data, differences were seen based on the change in set points. Upon review of the control data, a shift occurred after calibration performed during the service visit on (B)(6) 2018. The engineer then checked the measurement system and determined that the optics were dirty. He replaced the optic shutter and performance of the instrument was verified. The customer ran comparisons with additional patient samples on the i400+ and c501 which were acceptable. Quality control recovery was satisfactory. Investigations have determined that the issue was resolved by replacement of the optic shutter.